Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 44 mg/dl. The customer was treated with carbohydrate intake, juice. Customer declined troubleshoot for low blood glucose. The device will not be returned for analysis.